Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was doing physical therapy in the hospital and complained of feeling dizzy. The nurse reported the right atrial (ra) lead was not capturing correctly. The ra lead was determined to have dislodged and had a bend at the distal tip. The right ventricular (rv) lead was also determined to have dislodged. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.